Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited a failure to sense. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.